Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed retained testing to confirm the reactivity of the k antigen. Results were satisfactory. Pt sample was tested by ocd against the k+k+ cell of vra115. No reactivity was observed. Reactivity (1+) was only observed when tested against a homozygous k+ cell from a different lot.